Event description:
The pt's mother reported that the pt's hearing performance decreased. The results of an integrity test done in 2007 were consistent with multiple electrode anomalies. Explanation of the device and reimplantation with a new device were recommended.

Manufacturer narrative:
This type of event is addressed in the device labeling.